Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a drive count time values or changes incorrect for moving or coasting, too slow or too fast. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error 37 during rewind due to unlocked electrical board connector. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37. The motor was tested outside the device and passed.